Event description:
The facility's clinical engineer reported an infusion pump with an 810:04 failure code on channel a. Attempts have been made to contact the reporting facility but no information has been obtained regarding when the failure occurred, or if there was a report of any patient injury or medical intervention resulting from this failure.